Event description:
An initial complaint for autopulse platform with sn: (B)(4) was reported under MFR. Report # 3010617000-2014-00528. An autopulse lifeband was subsequently returned to zoll along with this platform on (B)(6) 2014. Customer did not allege any deficiencies against the lifeband and did not provide any further information. During investigation on 11/10/2014, it was found that the lifeband was loose. Although the customer did not report this, loose lifeband is considered a reportable malfunction.

Manufacturer narrative:
The autopulse lifeband was returned to zoll on (B)(6) 2014 for investigation. Investigation results as follows: visual inspection of the returned lifeband found the compression pad to be dirty, multiple creases and twists on the surface of the belt guard, indicating that the lifeband was used. It was also noted that the right belt guard cap was completely torn and ripped apart from the right skirt. Functional testing revealed that the left hinged skirt of the plate "snapped" into the retracted position. The hook caught the cam style tumbler securing the "butterfly clip" tightly. However, the right hinged skirt hook was found loose and did not snap when tested. With the right belt guard cap completely torn apart and ripped from the right skirt as received, additional functional testing with the test mannequin and autopulse platform could not be performed.